Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed; however, the root cause of the reported event could not be determined. One 24g insyte autoguard was returned for investigation. A breach was observed in the tubing near the catheter adapter. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd iag bc pro global leak at catheter/hub junction. The following information was provided by the initial report translated from korean to english: the customer found a leak in the connection between the catheter and the hub while administering the catheter to the patient for IV therapy.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.